Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 100 mg/dl, 244 mg/dl, 317 mg/dl, 355 mg/dl and under 400 mg/dl. The customer took bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did allege insulin pump was under delivering. Customer declined troubleshooting. The drive support cap was normal. The device will not be returned for analysis. Frn-mmt-332, unomed set.

Manufacturer narrative:
Device passed the displacement test but prime or fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to loose drive support disk.